Manufacturer narrative:
A follow-up medwatch will be submitted when furhter information becomes available.

Event description:
It was reported that a tear had occurred on an hls cannula when it was being fixed with suture material. The failure has occurred during use. Complaint #: (B)(4).

Event description:
Complaint #: (B)(4).

Manufacturer narrative:
It was reported that a tear had occurred on an hls cannula when it was being fixed with suture material. The failure has occurred during use. It was not reported what actions have been taken when the failure occurred. No harm or death was reported. The required questions were sent to the customer via e-mail on 2022-07-07 and then a reminder on 2022-07-11. In addition to this, it was stated that on 2022-07-15 despite repeated inquiries, both by telephone and in writing, no answer was received. Again on 2022-07-18, it was confirmed by getinge representative (sales) that at least two calls from two different getinge representatives were made to get information from customer. The calls were made between the dates 2022-07-18 - 2022-07-11. At least 4 times getinge representatives made attempt to get the information from customer. However, despite these attempts no answer was received. Besides, there is no product returned for investigation. The customer did not provide the lot number of the affected product. Therefore, DHR review could not be performed. At this time, the information received in this complaint is not sufficient to confirm a product related malfunction. Thus, the complaint could not be confirmed. The investigation is therefore performed based on reported failure, trend analysis and risk review. The reported failure could be linked to the product risk management file and the most probable causes are: lack of information (user) of fixation: mechanical damage of cannula during fixation. User error: lack of attention of cannula fixation. The mitigation is in place per IFU (instruction for use) for the reported failure: "IFU caution! If a suture is directly looped around the wire-reinforced section, the cannula can be cut into, kinked or damaged. Secure the cannula around the rigid barbed connectors in such a way as to ensure that it is not kinked at the insertion site." The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.